Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a preface sheath and an inadequate irrigation issue with the sheath occurred. During the procedure, they were unable to irrigate around the two preface sheaths with the smart touch catheters inserted. An IV pump was connected to the side port and would not flush while the catheter was inserted. The procedure was continued without irrigating the sheaths. The procedure was completed without patient consequence.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4) it was reported that a patient underwent an atrial fibrillation (afib) procedure with a preface sheath and an inadequate irrigation issue with the sheath occurred. During the procedure, they were unable to irrigate around the two preface sheaths with the smart touch catheters inserted. An IV pump was connected to the side port and would not flush while the catheter was inserted. The procedure was continued without irrigating the sheaths. The procedure was completed without patient consequence. Upon receipt, the preface sheath (sheath introducer) was visually inspected and it was found in normal conditions. Vessel dilator was also returned and it was found in good conditions as well. Then per the reported event, a dimensional testing was performed over the vessel dilator and sheath introducer and both were within specifications. In addition, the vessel dilator was introduced through the sheath introducer and no resistance/friction was experienced. An irrigation test was also performed with the vessel dilator inside the sheath introducer and no anomalies were observed. Finally a lab sample smart touch was introduced through the sheath introducer, an irrigation test was then performed and no occlusions were observed. Water was flowing normally. The device history record (DHR) could not be reviewed since the lot number was not provided. The customer complaint cannot be confirmed.